Event description:
It was reported that after the patient tripped suffered a fall, noise leading to oversensing on the right ventricular (rv) lead and the right atrial (ra) lead was observed. The oversensing led to inappropriate automatic mode switch. The rv lead was explanted and replaced and the ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer report numbers: 2017865-2023-22413 and 2017865-2023-46479.